Event description:
It was reported that the colonovideoscope had failed scope detection. The issue had occurred during colonoscopy diagnostic procedure which was completed with backup device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.